Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified lesion. A 2.25 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During the initial inflation at 6 atm for 30 seconds, the balloon ruptured with a pinhole defect. The device was removed from patient without complication. The procedure was successfully completed with another same device. There was no patient complication, and the patient was in good condition after the procedure.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified lesion. A 2.25 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During the initial inflation at 6 atm for 30 seconds, the balloon ruptured with a pinhole defect. The device was removed from patient without complication. The procedure was successfully completed with another same device. There was no patient complication, and the patient was in good condition after the procedure. It was further reported that no damage was observed during device unpacking or preparation. Slight resistance was encountered while advancing the device over the wire and through the guide catheter.